Event description:
On 27 mar 2008, the sales rep reported that during post op it was noticed via x-ray that there were two screws that were backing out of the plate. The surgeon revised the plate by explanting the screws and leaving in the plate and remaining screws implanted.

Manufacturer narrative:
Product is an instrument and is not implantable. Product was kept by the hospital. Investigation pending.